Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, she had gone swimming and it seemed as there was water under the screen. Customer's blood glucose was unknown. Customer stated there was no damage on the device and it wasn't dropped. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.